Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture.

Event description:
Patient reported "recall status of the breast implants", "capsular contracture this was found due to having pain in my breast" and "there was a recall". Healthcare professional later reported "baker grade iii capsular contracture". This record is for the left side. Device remains implanted.